Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing due to post sensed t-wave oversensing was revealed. Device reprogramming was suggested to resolve the issue. The patient is well.